Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturers¿ representative regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient was being managed with antibiotics because of a suspected infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they removed the patient's system on the tuesday prior to (B)(6), with the leads coming out smoothly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported that the patient had been implanted for a long time. There was a suspected, possible infection, so he was being treated with antibiotics. However, no tests were done and the infection was still not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.